Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient underwent cystoscopy, transvaginal removal of eroded vaginal mesh, urethral reconstruction for deep penetration of mesh, infection, and erosion of the periurethral fascia, advancement of anterior vaginal wall flap after urethral reconstructions, and extensive urethrolysis on (B)(6) 2011 due to frequency, urgency and recurrent hematuria. It was also reported that the patient underwent cystourethroscopy on (B)(6) 2011 due to complications of surgical mesh and sui. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, recurrence, bleeding, dyspareunia and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to erosion. It was reported that the patient had additional non-johnson & johnson implant (autologous fascial sling) on (B)(6) 2012. It was reported that the patient had additional non-johnson & johnson implant (transurethral implant of coaptite) on (B)(6) 2012. It was reported that the patient had additional non-johnson & johnson implant (transurethral implant of coaptite) on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urinary tract infection, and hematuria. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent cystourethroscopy and inspection of bladder in (B)(6) 2011. Patient had cystoscopy and biopsy on (B)(6) 2011 by dr. (B)(6) for erosion of vaginal wall sling. Patient underwent cystoscopy on (B)(6) 2011 and (B)(6) 2013 by dr. (B)(6). Patient had muscle removal with placement of autologous fascial sling by dr. (B)(6) on (B)(6) 2013. Patient had exploratory surgery for placement of medtronic bladder stimulator by dr. (B)(6) on (B)(6) 2015.

Event description:
It was reported that patient underwent cystourethroscopy and inspection of bladder in (B)(6) 2011. Patient had cystoscopy and biopsy on (B)(6) 2011 by dr. (B)(6) for erosion of vaginal wall sling. Patient underwent cystoscopy on (B)(6) 2011 and (B)(6) 2013 by dr. (B)(6). Patient had muscle removal with placement of autologous fascial sling by dr. (B)(6) on (B)(6) 2013. Patient had exploratory surgery for placement of medtronic bladder stimulator by dr. (B)(6) on (B)(6) 2015.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary retention and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching and fistula.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, incontinence, malodorous urine, and hesitancy.